Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported, the customer received the following results on the mobile system within 10 minutes: 11.6 mmol/l, "hi" mmol/l, and 10.9 mmol/l. For the "hi" mmol/l, which on the system indicates a result in excess of 33.3 mmol/l. No adverse event reported. Return of the suspect device was requested for evaluation.